Event description:
It was reported that pump experienced malfunction with displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset it, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned; caller acknowledged and understood instructions.